Manufacturer narrative:
Evaluation summary: the lot specific to this event is not known; therefore, lot history and device history record reviews were not possible. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration-probable cause: loose blue luer fittings; damaged o-ring (ultraflow irrigation/aspiration handpiece only); logged tip; kinked or damaged tubing; cracked blue fitting. Recommended solutions: reconnect securely; inspect o-ring and replace, as necessary; flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest; check tubing and/or replace fluidics module system (fms); check fitting and/or replace fms. The root cause of the customer's complaint could not be determined as a sample was not returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no aspiration at the end of phacoemulsification and during irrigation-aspiration the vacuum did not rise during a cataract surgery with intraocular lens (iol) implant. The issue was resolved by changing the cassette. The procedure was completed without known consequences or impact to the patient. Additional information has been requested but not received to date. This is one of four reports being filed for the same facility. This report is for the first patient who underwent surgery on an unknown date.